Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noted. The index procedure treated the 99% stenosed target lesion located in the 180 degrees calcified and severely tortuous mid left anterior descending artery. Pre dilation was performed with a 2.5mm unspecified balloon inflated to 6 atmospheres and the attempted placement of a 2.75x8mm taxus liberte stent was made but was unable to cross the target lesion. Upon examination, stent damage was noted on the stent edge. The procedure was successfully completed with another unspecified device. No pt complications occurred and the pt's condition was listed as "good".

Manufacturer narrative:
(B)(6). (B)(4).